Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced inappropriate therapy due atrial fibrillation. The device was reprogrammed per abbott technical support to resolve the event.

Event description:
The patient was discharged in stable condition.